Manufacturer narrative:
The investigation of the returned catheter revealed that the iddc was stretched, there was a kink at 39 cm and the distal marker band was missing. A witness mark was present in the tubing for the missing marker band, indicating that the marker band was originally placed in the correct location during manufacturing. Review of the device history record indicated that the device was manufactured according to specification and met all acceptance criteria prior to release. While it was not confirmed if a rotating hemostasis valve was used, the IFU warns the user that insertion or removal through a rotating hemostasis valve may result in removal of the radiographic marker bands, stretching or other damage to the catheter. There was no impact to the patient; the final outcome was reported as good.

Event description:
An ekos catheter was used to treat a patient with a bilateral pe on (B)(6) 2018. It was reported that the device would not infuse. During the investigation of the returned ekos catheter 171220091-005 on 18 jul 2018, it was discovered that the distal marker band was missing.